Event description:
A malfunction occurred while the customer was using the pump and related supplies for insulin therapy, leading them to visit the emergency room and subsequently be hospitalized. The customer's highest reported blood glucose level reached 400 mg/dl, but no injury was caused, and there was no confirmation of ketones. Technical support identified a pump malfunction, code 16-0x20e6, and resolved to replace the pump. The customer received intravenous fluids and insulin and was instructed to put the pump into storage mode and return it. Multiple attempts were made by technical support to gather additional information; however, no response was received.